Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a red skin irritation under the therapy electrode pads of the lifevest. The patient reported being allergic to metal. The patient was given a steroid cream by his doctor. Follow-up indicated that the irritation had been healing.